Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for complete wound breakdown with extensor mechanism exposed, foul smelling. Unsure if this communicates with the joint or not at this point. Wound dehiscence. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022 (left knee). Treatment: PICC line for IV antibiotics, referred to plastics for gastroc flap coverage.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received. Patient received a left primary tka to treat severe end-stage oa with tibial and femoral bone erosion. The patella was resurfaced and depuy cement was utilized. The procedure was completed without complications. Clinic visit dated (B)(6) 2022: patient presents with left knee wound dehiscence and superficial wound necrosis with purulent drainage secondary to a delay in healing. Patient is referred for an I & d washout followed by a gastroc-flap placement within 3-5 days. Patient received a left knee I & d washout to treat a postoperative wound dehiscence. Upon entering the joint, the surgeon identified superficial infection and necrosis, which was debrided. A small sac of bursal pus was removed. The infection did not communicate with the joint capsule and no devices were revised. A wound vac was placed in addition to a PICC line for IV antibiotics. The procedure was completed without complications. The patient will receive the gastroc flap reconstruction in five days. Doi: on (B)(6) 2022. Doe: on (B)(6) 2022. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient has received an irrigation and debridement for the ae.